Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive to touch, intermittently selecting unintended items, and would not unlock; the patient suspected possible screen damage but could not confirm and continued use while a replacement was arranged, with a reported blood glucose of 154 mg/dl. Symptoms included no reported injury or adverse physiological effects. Outcomes included no change in clinical status and no medical interventions outside routine self-care. Investigation included customer service troubleshooting and logistical replacement of the device. Investigation of this case revealed a suspected touchscreen malfunction consistent with a user interface/display component issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.